Event description:
A 15mm amplatzer septal occluder (aso) embolized post procedure and was percutaneously retrieved with a snare with no complications. The patient was treated with a successful percutaneous closure on (B)(6) 2014.

Manufacturer narrative:
Sjm could not evaluate the amplatzer septal occluder involved in this incident since it was not returned to us. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. (B)(4).